Manufacturer narrative:
The device was checked in the user facility as part of the incident investigation. The device works fine with no issues to be found. Root cause: based on communication and information provided the user facility the event likely occured due to user error. Corrective action: no corrective action involved at this time. Manufacturer recommended training on the user manual.

Event description:
Two care givers was transferring a patient from wheel chair to bed the rear loop came off the hanger bar and the resident fell to the floor.

Manufacturer narrative:
Two care givers were transferring a patient from her wheel chair using a medcare lift and a mckesson sling. When they lifted the resident she was not positioned correctly so they brought her back down and repositioned her, when they lifted her up again and went to move the resident, the rear loop of the sling came off the hanger bar and she fell backwards out of the sling to the floor. The resident suffered neck injuries she was treated and released the same day with hard neck brace.

Event description:
Two care givers was transferring a patient from wheel chair to bed the rear loop came off the hanger bar and the resident fell to the floor.